Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had to frequently charge his ipg. It was believed that the ipg was sitting crooked and would likely disrupt charging regularly. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced per preference. The patient was reportedly doing well postoperatively.